Manufacturer narrative:
Device evaluation the pipeline flex with shield was returned for evaluation. As received, the pushwire was within the microcatheter. The pushwire was pushed through the microcatheter and the braid was deployed with no issues. The braid was observed to be fully open with moderate fraying on the distal end. Based on the analysis findings and the reported event details, the report of pipeline flex with shield failure to open on the distal end could not be confirmed. The cause for the reported experience could not be determined as the returned braid was observed to be fully open. It is possible that the damaged braid, braid sizing, and the patient¿s vessel anatomy (moderate vessel tortuosity and ¿tight stenosis at the proximal end¿) may have contributed to the reported issue. However, the cause for the damage could not be conclusively determined. All products are 100% inspected for damage and irregularities during manufacture. The pipeline flex with shield instructions for use (IFU) provides the following guidance: ¿select an appropriately sized pipeline flex embolization device with shield technology such that its fully expanded diameter is equivalent to that of the largest vessel. An incorrectly sized pipeline flex embolization device with shield technology may result in inadequate device placement, incomplete opening, or migration. Resheathing and/or manipulation of the micro catheter, by locking down the delivery wire and moving both as a system, may facilitate expansion of the pipeline flex embolization device with shield technology. Do not use in patients in whom the angiography demonstrates the anatomy is not appropriate for endovascular treatment, due to conditions such as severe intracranial vessel tortuosity or stenosis.¿

Event description:
Medtronic received additional event information: the patient's distal landing zone artery size was 3.5mm and the proximal landing zone artery size was 5.0mm.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The pipeline flex device has been returned for evaluation. Device analysis is in progress; a follow-up MDR will be submitted when the investigation is complete. Suspect medical device brand name: pipeline flex with shield technology model number: ped2-475-16. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received report that a pipeline flex with shield did not open during a procedure. The patient was undergoing treatment for an unruptured, saccular aneurysm in the left internal carotid artery (ica). The aneurysm max. Diameter was 25mm and neck diameter was 8mm. The vessel was moderately tortuous; there was noted to be very tight stenosis at the proximal end of the m1 middle cerebral artery (mca). The devices were prepared as indicated in the IFU. It was reported that a pipeline flex with shield was attempted. The pipeline flex with shield was deployed and did not open on the distal end. Less than 50% of the device had been deployed when it failed to open. There were no additional attempts made to open the device. The pipeline flex was resheathed and removed with the microcatheter. The procedure was completed using coils. There were no reports of patient injury in connection with this event.